Event description:
A home patient reported the patient line separated from the transfer set prior to entering initial drain. The home patient proceeded to reconnect and continue therapy. The home patient inspected the patient line after therapy and stated there were no threads in the connector. No patient injury or medical intervention was associated with this report per the home patient. The sample was discarded by the home patient.